Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated they are in an ins replacement case and when existing leads were connected to new inceptiv, check connectivity was showing all red for 0-7. Caller stated they tested lead in a wens and again, 0-7 was showing all red. Caller stated that the ins had depleted and they were unable to check impedances in pre-op. Tss suggested testing lead in the other port of the wens and caller stated they did that and check connectivity were still showing red. Tss had caller run electrode impedances with wens and caller stated that with reference electrode 0, all were showing 40k ohms. Tss asked caller to switch reference electrode to verify other values but then they didn't give the results as they were talking with hcp and hcp decided to replace the lead.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 28-jul-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 977a260 serial# (B)(6) was returned for product analysis. Analysis found the stim lead body conductor was broken at injex anchor site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-may-05 additional information was provided. The rep confirmed that after replacing the lead, the impedances returned to normal impedances. The rep confirmed the explanted lead nor the ins will not be returned for analysis explaining they did request the explanted devices be returned for analysis, but the devices were processed through the hospital, so it will not be returned. The rep also provided patient information. The rep stated the physician wanted to upgrade the patient's system to inceptive, which was why the ins was replaced. The cause of the high impedances during the ins replacement was not determined.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 977a260 serial# (B)(6) was returned for product analysis. Analysis found the stim lead body conductor was broken at injex anchor site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient commented they had an operation 3 months ago and commented the previous implant broke under the skin. Patient mentioned their hcp noted there was a break.

Manufacturer narrative:
Continuation of d10: product ID 97715 serial# (B)(6) product type implantable neurostimulator product ID 97791 product type accessory product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.